Event description:
It was reported that the patients right hip was revised due to disassociation of the bipolar outer femoral head from the insert. No possible cause or contributor for disassociation was reported, but the surgeon did report the patient has a history of dislocation. Patient was revised to an mdm/ adm liner construct.

Manufacturer narrative:
An event regarding component disassociation involving an unknown constrained liner was reported. The event was confirmed by photographs. Method & results: product evaluation and results: the device was not returned however, an image was provided that showed the constrained liner disassociated from itself. The outer poly seemed to be intact with the locking ring also in place and the inner liner also seemed to be intact with the metal head still locked in. Product evaluation and results: not performed as the device was not returned. Clinician review: not performed as medical records were not provided for review. Product history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the investigation confirmed the disassociation however, the root cause could not be determined because insufficient information was provided. Further information is needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
An event regarding component disassociation involving an unknown constrained liner was reported. The event was confirmed by photographs. Method & results: product evaluation and results: the device was not returned however, an image was provided that showed the constrained liner disassociated from itself. The outer poly seemed to be intact with the locking ring also in place and the inner liner also seemed to be intact with the metal head still locked in. Product evaluation and results: not performed as the device was not returned. Clinician review: not performed as medical records were not provided for review. Product history review: a review of the device history records could not be performed as no lot information was provided. -complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the investigation confirmed the disassociation however, the root cause could not be determined because insufficient information was provided. Further information is needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. Device not returned.

Event description:
It was reported that the patient's right hip was revised due to disassociation of the bipolar outer femoral head from the insert. No possible cause or contributor for disassociation was reported, but the surgeon did report the patient has a history of dislocation. Patient was revised to an mdm/ adm liner construct.